Event description:
It was reported that balloon rupture occurred. A 4.50 x 8mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during inflation, the balloon ruptured. The device was successfully removed from the patient with no fragments remaining, and the procedure was completed using a non-boston scientific device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 4.50 x 8mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during inflation, the balloon ruptured. The device was successfully removed from the patient with no fragments remaining, and the procedure was completed using a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr us 4.50 x 8mm was returned for analysis. The stent was not returned and was noted that all fragments of the device was removed from the patient. A visual and tactile inspection identified multiple kinks along the hypotube shaft. Break was identified in the midshaft, 129cm distal to the distal end of the strain relief with severe stretching in the midshaft. Stretching was also identified on the shaft polymer extrusion just distal from the port exchange. A microscopic inspection of the balloon cones were reviewed and were subjected to positive pressure. The balloon was returned in a deflated state with evidence of contrast media. Bumper tip showed no signs of distal tip damage. Microscopic analysis identified a stretched and bunched inner wire lumen, 5.4cm from the tip. The device was left soaking in the water bath at 37 degrees. The stretched shaft polymer extrusion was dissected where a needle was then carefully positioned in the distal shaft inflation lumen and clamped in place. The device was inflated to rated burst pressure of 16 atmospheres with no issues.

Manufacturer narrative:
D4. Lot number updated from none to 0033329823.

Event description:
It was reported that balloon rupture occurred. A 4.50 x 8mm synergy megatron drug-eluting stent (des) was selected for treatment. However, during inflation, the balloon ruptured. The device was successfully removed from the patient with no fragments remaining, and the procedure was completed using a non-boston scientific device. No patient complications were reported.